Event description:
It was reported the hcp was unable to access the pump as it was found to be inverted under fluoroscopy. The pump was turned over and secured to fascia with sutures. The pt recovered without sequela. No other symptoms or outcome were reported.